Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).